Event description:
The international distributor reported this issue to teleflex medical on 07/24/2007. The condition occurred in 2006. The facility alleges the stapler jammed. No patient injury or medical intervention was reported.

Manufacturer narrative:
The incident occurred in 2006, teleflex medical was notified in july 2007. The actual device has not been investigated and corrective actions have been implemented as of jan. 31, 2007.